Event description:
It was reported that the 'up' 'down' and 'ok' buttons were not responding.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all of the keypad buttons were intermittently responding. The keypad was removed and adhesive was observed under the button contacts. (B)(4).